Manufacturer narrative:
One tapered screw-vent implant, (tsvt6b10) was returned for investigation. Visual/physical evaluation of the as returned product identified no signs of malfunction. DHR review was completed for the subject lot number 1232213. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1232213 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: adverse effects. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was external factor (patient¿s condition). Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: k101880.

Event description:
It was reported that there was an allergic reaction. Removed implant, replaced with ceramic at a later procedure. Tooth 19.